Event description:
On (B)(6) 2012, patient reported the piston rod on the infusion device is not functioning correctly and this caused elevated blood glucose and ketones. Her blood glucose increased to 20 mmol/l (360 mg/dl) on (B)(6) 2012 and she did not feel well. She was admitted to a hospital for 1 day and treated with insulin injections. The infusion device was requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Product was returned on (B)(4) 2012. At the day of the event 40x e10 were found in the history. Due to the high friction of the drive unit the telescope blocked and the pump correctly triggered the e10 error messages. The e10 is reproducable.